Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over-sensing noise was noted on both the right atrial (ra) lead and the left ventricular (lv) leads. It was also reported that there was high number of the sensing integrity counter (sic) oversensing episodes on both leads. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a revision has been scheduled for a transvenous system to be implanted.